Event description:
During a remote follow-up, the device was found to be in back-up mode due to event queue overflow. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.